Event description:
Attorney reported: in 2006- the pt underwent a hernia repair procedure with implant of a parastomal patch. The pt suffered a perforation of the bowel with consequent peritonitis and sepsis. The pt suffered the need for add'l surgical repairs, including stoma reconstruction, and extensive hospitalization as well as permanent injuries.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.